Event description:
It was reported that on (B)(6) 2022 the patient developed sustained atrial tachycardia/fibrillation, which required direct-current (dc) cardioversion to return the patient to normal sinus rhythm (nsr). Following the return to nsr the arrhythmia reoccurred occasionally, requiring additional dc cardioversion. The patient was discharged from the intensive care unit and no further instances of arrhythmia have been reported at this time. It was noted the patient had an implantable cardioverter defibrillator (ICD) implanted prior to having their left ventricular assist device (lvad) implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported cardiac arrhythmia cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A, contains the following information: section 1 lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.